Manufacturer narrative:
One fogarty thru-lumen embolectomy catheter with detached bd 1.0 ml syringe was returned for evaluation. The balloon was found to be torn circumferentially at both distal and proximal windings. The torn latex was not returned. Both distal and proximal windings were intact and latex was found under both windings. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.(see specification table.)". No visible damage to the catheter body or returned syringe was observed. Through lumen was patent without any leakage or occlusion. Visual examination was performed under microscope at 20x magnification and with the unaided eye. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. The fogarty thru-lumen embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material such as chronic clot or atherosclerotic plaque. The catheter is not designed to withstand the additional pull force needed to remove these materials. The IFU for the product contains the following warning: balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. It is not known if user or procedural factors played a role in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of the fogarty thru-lumen embolectomy catheter ruptured at the balloon test prior to use. Patient demographic information requested but not available. There were no patient complications reported.

Manufacturer narrative:
Patient demographic information was obtained. Patient sex is female, age 78, weight 46 kilograms.